Manufacturer narrative:
Concomitant product(s): product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that less than two years ago the batteries went out and the stimulation was turned off. The patient froze up and shut down. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicating the ins appeared okay, the issue was with using the patient programmer. The hcp further noted the likely cause was due to disease progression. However, the issue initially reported had since been resolved.